Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive campylobacter patient result with an unusual pcr curve was obtained using the bd max¿ enteric bacterial panel. Test was repeated and was campylobacter negative. There was no report of patient impact.